Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable.

Event description:
It was reported the left monitor displayed half an image. This issue will cause the system to be unusable due to the inability to see the live image. There is no report of injury or death associated with the event described in this complaint.